Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump containing clonidine [75 mcg/ml] at a dose of 9.310 mcg/day and dilaudid [30 mg/ml] at a dose of 3.724 mg/day. Indication for use was unknown. It was reported by a family member by the patient that there was an 8428 error code on the patient¿s personal therapy manager (ptm) meaning end of service (eos) occurred. The patient was told last month that the pump would need to be changed in (B)(6) 2017, but they did not hear back on scheduling. No patient symptoms/complications were reported.

Event description:
Additional information received from a health care provider (hcp) reported the eos message was considered normal. The pump unintentionally reached eos. The patient was referred to another hcp for pump replacement. The patient experienced increased pain related to the pump eos. No further patient complications were reported.

Manufacturer narrative:
Corrections to regulatory report # 3004209178-2017-08799: 'intervention required' should not have been applied. 'Serious injury' should not have been applied. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.